Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. Troubleshooting was performed. The customer stated that the day prior to the event, she had received a no delivery alarm on the insulin pump, so she changed the infusion set. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.